Manufacturer narrative:
(B)(4). The device was evaluated and the event was confirmed through review of the event history logs. The cause of the reported issue was determined to be insufficient drain due to one or more cycle advances to the next fill when a slow / no flow occurred, above the minimum drain volume threshold. Should additional relevant information become available, a follow-up report will be submitted.

Event description:
During evaluation of a returned homechoice device, one increased intra-peritoneal volume (iipv) event was identified. This occurred during therapy initiated on (B)(6) 2013, during night drain cycle three. The patient's ultrafiltration reading was 1710ml, indicating the home patient (hp) drained 1710ml more than their maximum programmed fill volume of 1900ml. No further information was available.